Manufacturer narrative:
E1: address name: (B)(6) (documented here due to character limitation in respective field). The device was returned to olympus for evaluation. During the evaluation the non-reportable findings were as follow: that the bending section cover, light guide cover glass, light guide connector, switch 1, right/left lever, angulation lever, forceps evaluator lever, right/left plate, up/down plate, grip, control unit, and video connector had a scratch. The adhesive on the bending section cover had a chip, the bending angle in the up direction exceeded the standard value due to deformation of the bending tube, the bending section could not be fixed firmly due to damage on the forceps evaluator lever, the label on the video connector was peeled, and the video connector had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the videoscope¿s images sometimes did not display. The issue occurred during preparation for use of a therapeutic laparoscopic cholecystectomy. The procedure was completed with another similar device and there were no reports of delays or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components (i.e. Integrated circuit (ic) chip and capacitor), mounted on the electric circuit board had a defect. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.